Event description:
The reporter stated the surgeon inserted an aq2015a silicone aspheric three piece lens. Lens was removed due to a damaged haptic. Lens was cut to remove from eye. No widen incision and no sutures required. Lens was discarded. Another same model and size lens was implanted. Reporter stated this incident was due to loading error.

Manufacturer narrative:
(B)(4).eval: conclusion (other): the product pertaining to this event was discarded. Based on the complaint history, it was determined that the root cause of this event was due to loading error. (B)(4).